Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed.  The reported problem (cannot run d&t testing) has been confirmed. The cause for the resets was isolated to a shorted u1004 on the computer/analog board. The root cause for the defective u1004 could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor was unable to undergo incoming functional testing.